Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The device history record of reported lot number 6071209 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump became contaminated with 5fu after medication leaked all over it while in the pouch. Per reporter, they had it on longer due to the pump having stopped running for a few hours, and therefore it was behind schedule. Reporter stated they noticed the tubing looked empty and then noticed the bag of 5fu was empty and that it had leaked everywhere. The event occurred while in use with patient at patient's home.